Event description:
It was reported that the customer's device had all three icons illuminated (attention, service, and charge-pak) and would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
The customer advised physio-control that they will be retiring the device from service due to the age and the costs associated with repair. The device will not be returned to physio-control. The cause of the reported failure could not be determined.